Event description:
It was reported that during an unknown procedure, the active blade broke. The broken piece was found outside the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.